Manufacturer narrative:
Visual inspection of the returned femoral head shows dark debris on the head taper. Dimensions were found confirming to print specifications where measured. The stem has not been returned for review since it still remains implanted; therefore the condition of the stem is unknown. Review of the device history records did not find any deviations or anomalies. Inspection documentation shows the taper angle and diameter is 100% inspected at the time of manufacture. Scanning electron microscope images confirm the presence of dark debris on the head taper. Energy-dispersive x-ray spectroscopy analysis of the dark debris on the head taper indicated the elements c, o, si, p, cl, cr, co, and mo. This has been a common element breakdown of the black debris found in hip femoral corrosion events. These devices are used for treatment. Review of the compatibility of the devices confirmed that these are an approved compatible combination. The implants were in-vivo for approximately 3 years. Product history search revealed no additional complaints against the related part and lot combination. Patient's adherence to rehabilitation protocol is unknown. A definitive root cause for the corrosion cannot be determined with the information provided.

Manufacturer narrative:
(B)(4). Other device used: catalog #00408801326, versys epoch stem, lot #61951285, manufactured by(B)(4) remains implanted. This report will be amended when our investigation is complete. (B)(4).

Event description:
It is reported the patient was revised due to slightly elevated cobalt levels. During the revision, the surgeon drained fluid from the hip joint and removed a moderate amount of a pseudo tumor. Some tissue damage was present; however, abductors were fine.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: 00875705801, shell with cluster holes porous 58 mm o.d. Size ll for use with ll liners, 62186286, 00875101236, hxpe liner, neutral, kk 36, 62120902, 00625006535, trilogy bone screw 6.5x35, 62221244. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
It was reported that the patient's right hip was revised approximately 3 years post implantation due to adverse local tissue reaction. Liner and head were revised. There was necrosis of areas of posterior capsule. There was debris present. There was some hypertrophic scar tissue. There was osteolysis present. Corrosion was present inside the femoral head and on the neck. Attempts to obtain additional information have been made; however, no more is available.